Manufacturer narrative:
(B)(4). The complaint rt380 adult dual heated evaqua2 breathing circuit has been destroyed at the medical center. We are currently in the process of obtaining further information from the medical center in order to assist us with the analysis and identification of a possible root cause of the reported event. We will provide a follow up report once we have received further information and completed our analysis.

Event description:
A healthcare facility in (B)(6) reported to a fisher & paykel healthcare field representative that while using an rt380 adult dual heated evaqua2 breathing circuit the catheter mount was removed to reduce the dead volume. Within a short period of time the expiratory filter was reported to be blocked with moisture (near the ventilator). The healthcare facility reported that they replaced the filter and the issue occurred a further two times. The rt380 breathing circuit was then disposed of and replaced with a fisher & paykel healthcare rt340 adult dual-heated evaqua breathing circuit. The facility reported no further issues. No patient consequence was reported.